Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest equipment. The patient reported that the irritation is sometimes dry, flaky, and itchy. However, the patient also reported that the irritation is sometimes wet, white, red, and seeping. The patient confirmed that she removes the lifevest for a couple hours at a time and applies hydro-cortisone cream to the affected area. The patient has a history of allergies and sensitive skin. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.